Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed no anomalies were found.

Event description:
It was reported that the device was oversensing. The device remains in use and no patient complications have been reported as a result of this event.

Event description:
It was reported that the device was oversensing. The device remains in use and no patient complications have been reported as a result of this event. Further information revealed that reprogramming of the sensitivity was completed.